Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer froze. The programmer's hard drive was replaced and loaded with updated software. Manufacturer's analysis was unable to confirm the customer comment regarding the programmer's printer functionality. It was also indicated that the programmer's lower case feet were worn, power cord bay was broken, and keyboard connector was damaged. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer froze during the threshold test and was unresponsive. It was also reported that the programmer printer was not working properly. The programmer was returned to service. No patient complications have been reported as a result of this event.